Event description:
It was reported that the patient presented to the clinic for follow-up visit. Device interrogation revealed that the capture threshold had increased. X-ray showed the ICD had moved from the 2nd rib to the 4-5 rib. The lead was dislodged. The patient is scheduled for a venogram and ultrasound to check their right side for repositioning of system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.